Manufacturer narrative:
Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary - service and repair evaluation: the customer reported the device was broken. The repair technician reported the device was missing spring. Missing parts is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: compression spring. The item was repaired per the inspection sheet, passed synthes final inspection on 22-jun-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 323.202, lot: 1899917, manufacturing site: (B)(4), release to warehouse date: 26. June 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during routine inspection of a loaner set at fsl ups (B)(4) site. It was observed that drill guide was broken. This report is for one (1) 2.4mm universal drill guide. This is report 1 of 1 for complaint (B)(4).